Event description:
It was reported that during an unk procedure, there was oozing which came from one side of the staple line after the third firing. It was found that the staples were unformed. Additional suturing was performed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.